Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts.  Report source: foreign. The event occurred in (B)(4). No devices or images were received for further evaluation; therefore the condition of the devices is unknown. Review of device history records for lot 52319600 identified no deviations or anomalies in the manufacturing process. Review of complaint history identified no complaints for the part-lot combination associated with the returned device from lot 52319600. With the information provided a specific cause could not be determined with certainty. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The drill bits were broken while in use. The presence of sclerotic bone was noted. No patient consequences were reported and no further information has been made available at this time.